Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source, foreign country: (B)(6). The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was kept on charging , but now the system is completely blacked out and both mobile view station (mvs) and image acquisition system (ias) don't have power. Troubleshooting involved the manufacturer representative wanting to do a completed check of the system, but the hospital staff didn't allow the because they are in the process of purchasing a new system and as this unit is more than 9 years old. No patient was present at the time of the event.